Event description:
An elevated advia centaur hcg patient sample was observed. Upon repeat the hcg result was normal. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discrepant hcg result was due to a leak at the wash manifold. The fse replaced the wash manifold and the instrument is performing within specifications. No further evaluation of the device is required.